Event description:
Patient was intolerant to a certain type of carbon 13 test. Provider wasn't able to specify a brand. Pae reported by (B)(6) at hcp office. (B)(6) did not consent to follow up. (B)(4).